Manufacturer narrative:
This report is for the same patient and procedure as manufacturer report 2124215-2021-29553.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, there was a break in the fiber after 9217 joules and 1:47 minutes of use. A constant excessive fiber activity message was received and there was no aiming beam. The fiber was removed and a second fiber was opened and used to proceed with the procedure. After 373,421 joules and 26:12 minutes of use with the second fiber, they observed physical damage inside the fiber tip. The piece in the middle of the fiber tip was not stable and the fiber was not rotating. The fiber was removed, and a third fiber was used to complete the procedure without any complications to the patient. This report is for the second fiber.